Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that they were on their way to the beach when the insulin pump alarmed off no power and it shut down. Mother stated that they inserted a new battery and it worked. It was stated that the customer did not receive a low battery alert prior to the off no power. Blood glucose value is unknown. She was unable to troubleshoot.